Manufacturer narrative:
The valve, delivery system, esheath, and atrion were returned to edwards lifesciences for evaluation. The delivery system was returned partially inserted through the esheath, and the valve was crimped and slightly canted on the inflation balloon of the delivery system. The distal portion of the delivery system inflation balloon was bunched near the distal end of the valve struts, and the proximal end of the valve was partially retracted into the esheath tip. The esheath distal tip was slightly damaged and slight inversion/delamination of the distal end of the liner was noted (observations most likely due to the condition/location of the valve on the delivery system: valve located on the inflation balloon, in contact with the sheath distal tip). No esheath liner tears were observed. In order to evaluate the distal portion of the device, the delivery system was partially advanced through the sheath. It was noted that there was a crimp balloon separation proximal to the inflation balloon to crimp balloon (I/c) bond. One proximal balloon leg was bent 180 degrees backward. A compression in the flex shaft was located approximately 3" from the flex tip. There were flex tip indentations. The esheath marker band was confirmed to be intact. No other abnormalities were observed. No functional testing was able to be performed due to the condition of the returned device (crimp balloon separation). The complaint for balloon tear was confirmed visually. The crimp balloon double wall thickness measurements were taken to ensure that the double wall thickness of the material was within specification as a thin wall could contribute to the observed balloon tearing, and met specification. A review of complaint history reveals that the occurrence rate for the novaflex+ delivery system trend category of ¿damaged¿ did not exceed the march 2016 control limit. No IFU/training deficiencies were identified. During manufacturing, the novaflex+ delivery system undergoes multiple 100% inspections, including inspections of the balloon to crimp balloon laser weld and the balloon pleat/form/fold, as well as a final inspection. In addition, the novaflex+ delivery system underwent the following product verification (pv) testing on a sampling plan. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Complaint of inability to inflate was confirmed as a crimp balloon tear was confirmed on the returned device; however, device evaluation, complaint history review, DHR review, and lot history review did not reveal any manufacturing non-conformances relating to the reported complaint event. As previously noted, the valve was returned slightly canted on the inflation balloon, the distal end of the inflation balloon was bunched, the flex tip had indentations, and the flex shaft exhibited slight compression near the distal end. Based on the returned condition of the devices, it is possible that the valve was not coaxial with the delivery system during the procedure and that increased/abnormal tensile forces on the inflation balloon to crimp balloon bond may have occurred during navigation of the device to the pulmonic position, valve alignment, or fine adjustment. As documented in the complaint summary, the complaint event reported performing a transfemoral (tf) approach to deploy a 29mm sapien xt valve in the pulmonic position of an (B)(6) patient. Patient factors such as patient size, anatomy, and vessel tortuosity, and/or procedural factors such as techniques employed during delivery system navigation, valve alignment, or fine adjustment may have contributed to non-coaxial placement of the valve in relation to the flex tip during the complaint event. Although valve alignment difficulties were not reported, a non-coaxial valve may have caused the aforementioned device conditions (balloon bunching, compression, damages) and separation of the crimp balloon. However, at this time there is not enough information for engineering to conclusively determine the root cause of the event (patient information/imagery was not available for review). As no manufacturing non-conformances were able to be identified in the product evaluation, no labeling, training, or IFU deficiencies were identified, and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category, no preventative or corrective actions are required. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample, and there is insufficient information to determine root cause.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the implant of the 29mm sapien xt valve by tf approach in the pulmonic position, contrast media was seen flushing from the tip of the flex catheter on the delivery system when balloon inflation was initiated. There was no sign of either the balloon or sapien xt valve expansion as no contrast media had reached the balloon segment. It was assumed that the shaft of the balloon was damaged and the entire system was retrieved within the esheath and withdrawn out of the patient. The case was completed using a 26mm sapien xt valve as per physician choice (borderline case).